Event description:
It was reported that there was right ventricular pacing impedance was increasing to greater than 1400 ohms with an increase in right ventricular threshold to 3.5v at 1ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076-52 implantable pacing lead (B)(6) 2003.